Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-oct-03 regarding a patient receiving morphine (5m g/ml at 2mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient hadn't been getting a lot of relief from the pump since implant. It was noted that at refills there seemed to be a lot withdrawn. A dye study was performed which revealed a normal catheter. A rotor study was performed and was also normal. No interventions were taken and the issue was considered unresolved. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. The patient's status was alive - no injury and no further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2019-oct-07. It was clarified that a volume discrepancy had occurred, but exact numbers were not available.